Event description:
It was reported that a hardware removal of a clavicle plate was performed at the patient's request due to a possible metal allergy. It was also confirmed that patient had a non-union. Plate and seven screws were removed intact and patient was not revised with other parts. There was no surgical delay, patient was not harmed and procedure was completed successfully. X-rays were taken but not available. The date of original implant was (B)(6) 2014 and date of explant was (B)(6) 2015. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.